Manufacturer narrative:
(B)(4) 2014 - it is undetermined if the device caused or contributed to the event. Will continue to follow up once more information becomes available. (B)(4) for the other MDR report on this event.

Event description:
Customer alleges the end user didn¿t feel good when on the concentrator not enough flow.